Event description:
It was reported that the 2800 system will not turn on. It was noted that the ups has a redundancy fault displayed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Turned the ups back on and the 2800 system was functional. Since the ups was installed by the facility manager, advised the facility manager of the ups issue. Facility manager stated that they would take care of the issue. Service call closed.